Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ automated microbiology system misidentified the bacteria isolated on the plates. A repeat test was performed, but the results were not provided by the customer. The erroneous results were not reported to clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter: "we recently found some inconsistencies between the bacteria isolated on the plates and those identified by the phoenix 100 (B)(4)." "Were patient samples involved?: they have processed patient samples from plates. Is a confirmatory test always performed?: yes, they repeated the test. Were erroneous results reported to the clinician?: no. Were patients treated based on erroneous results?: no. If yes, was there any negative impact to the patient?: none negative impact."

Event description:
It was reported that the bd phoenix¿ automated microbiology system misidentified the bacteria isolated on the plates. A repeat test was performed, but the results were not provided by the customer. The erroneous results were not reported to clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter: "we recently found some inconsistencies between the bacteria isolated on the plates and those identified by the phoenix 100 serial number (B)(6)." "1. Were patient samples involved?: they have processed patient samples from plates 2. Is a confirmatory test always performed?: yes, they repeated the test. 3. Were erroneous results reported to the clinician?: no. 4. Were patients treated based on erroneous results?:no. 5. If yes, was there any negative impact to the patient?: none negative impact.¿"

Manufacturer narrative:
H.6. Investigation summary: a failure for mis-identification was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6). The customer reported that they were experiencing e. Coli strains being identified by the instrument as enterobacter cloacae. Bd remote services communicated with the customer and provided suggested troubleshooting of allowing the instrument to run a source adjustment. Following this adjustment, the customer reported that the issue was no longer occurring. The root cause was unable to be definitively determined. This is a confirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous cases related to this failure mode. Complaints for results were in control for the month of april 2022. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix 100 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrmphxidastinstraph rev 6.0 the potential risk of the reported failure mode is mis-ID of organism, which is an s4; reference row ids 5.2, 5.4, 5.7, and 5.8. See h.10